Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found moisture damage to various circuit boards and rust around the scope connector socket. Additionally, the power button was found to be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes were identified: 1. Damage to the electrical components was likely due to moisture caused by the user leaving the device wet. 2. It is likely the power switch was damaged, or the led did not light, due to the amount of operating force and the number of times the power switch was applied exceeding the expected value. A design change has since been made to prevent further reoccurrence.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing an error "cv malfunction b40" appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.